Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronics. Insulin pump was received with cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. Insulin pump was received without original belt clip.

Event description:
The customer reported via phone call that the insulin pump fell into the water and there was a little bit of moisture behind the screen. Customer's blood glucose level was 192 mg/dl. The insulin pump had a crack on the top right hand side. Sometimes the clip came off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.